Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The caller stated that the insulin pump had not been dropped, bumped or exposed to moisture recently. The caller did not know the blood glucose reading. A battery replacement did not resolve the issue. No damage was noted at the battery cap. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. All operating currents were within specification and the insulin pump passed the self test and the displacement test. The insulin pump had a cracked reservoir tube lip.